Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose level after meal. The high blood glucose level of customer was 478 mg/dl. Customer was not using continuous glucose monitor. Customer took correction, first correction 3 hours ago then took correction at the time of the call and active insulin was 4.1. Customer stated that no leaks or no bubbles and no alarms or errors. Customer was sick. It was unknown that auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.